Manufacturer narrative:
Section d10: concomitant products: logic cr femoral cem, left sz 2 (cat# 02-010-03-0220 / serial# (B)(6). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial left tka, the 72 y/o female patient had a revision due to poly wear. Patient's liner, patella and femoral component were exchanged to a ps total knee. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed by hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of a combination of prosthesis wear, patient-related conditions, and/or inclusion of the implanted tibial insert in the packaging recall. However, this cannot be confirmed as devices were not available for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.